Event description:
The customer had reported that during a bowel resection, the device would not reopen while applied to tissue, and the surgeon was able to slide the device of the tissue with no tissue damage or bleeding. There was no harm to the pt. Upon receipt of the device for eval that the knife blade was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval, a f/u report will be submitted.